Manufacturer narrative:
Results - visual inspection of the cartridge showed evidence of surgical residue, and there was no visible damage.

Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and the sfc-25fp cartridge, lot number 01192711 was used during surgery. It was indicated that the cartridge collapsed while splaying to install the lens. The serial number of the lens was not specified by the facility and the lot number of the msi-pf injector was not provided. The lens was not implanted and there was no pt injury.